Event description:
Additional information: it was reported that the driveline infection was still ongoing. It had been ongoing for a year. The patient was sent home on cipro (by mouth), but was non-compliant and did not take antibiotics as directed. A more recent culture than previously reported obtained on an unspecified date was (B)(6) for (B)(6). The patient¿s treatment included cefepime and cipro IV.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. Additional information was requested, but none was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient developed a driveline infection on (B)(6) 2015, and that cultures grew (B)(6). On (B)(6) 2015, the patient developed serratia and was treated with cefipime and doxycylcine. The patient was discharged; however, antibiotic treatment was delayed due to the patient not beginning the prescribed antibiotic treatment as directed. The patient was lost to follow up from (B)(6) 2016 until (B)(6) 2016. The patient refused multiple attempts to be seen and evaluated for further assessment and treatment. Additional information was requested but non provided.